Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to undesired stimulation. The patient was doing well postoperatively. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 13924275, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.